Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their doctor. The patient had an appointment date of 2015-(B)(6) and the doctor was sending them to a new clinic. No further information was available. If additional information is received a follow up report will be sent.

Event description:
It was reported that ¿years ago¿ (2008 or 2009) a patient had withdrawal because something was wrong with the pump. The patient's current pump was used to infuse dilaudid (hydromorphone) but no drug information was provided for the time of this event. No intervention or outcome was reported. Follow up was being conducted to obtain further information but it had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).